Event description:
As reported, during a laparoscopic procedure, surgeon successfully fixated five fasteners into the 3dmax light mesh using optifix straight fixation device. It was reported that when deploying the last fastener at a soft tissue of the cooper¿s ligament superior margin, the fastener was jammed, deployed broken fastener which was removed from the patient's body and it was thought that the guidewire was damaged. It was further reported that another new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed broken fastener. Evaluation of the sample finds for bent guide wire and backup tabs. The reported/found deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.